Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for system inspection. The customer had observed sample integrity errors on all patient samples run after the initially non-reproducible (B)(6) result and prior to the cse arrival. The cse replaced the sample probe. The cause for the non-reproducible advia centaur xp (B)(6)result may have been attributed to the sample probe, however at the time of the event there were no other discordant patient results or sample integrity errors. The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00069 on 04/09/2015 for a non reproducible (B)(6) result obtained on a patient sample. 07/17/2015 additional information: the siemens customer service engineer (cse) when on site replaced the sensor cable that sends the sensor signal to the controller printed circuit board (pcb) and resolved the sample integrity errors. The sample syringe and diluter were removed and replaced, however the root cause for the non reproducible discordant troponin result is unknown. No conclusion can be drawn. The instrument is performing within specifications. No further investigation is required.

Event description:
An initial (B)(6) advia centaur xp (B)(6) result was obtained by the customer and considered discordant when compared to a (B)(6) result. The same patient sample was repeated on an alternate advia centaur xp system and the (B)(6) result was (B)(6). A new blood sample was drawn and the (B)(6) result was (B)(6). A (B)(6) result was reported to the physician. There was no known report of patient treatment being altered or adverse health consequences due to the initially (B)(6) advia centaur xp (B)(6) result.